Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32 mm taxus express2 drug eluting stent would not cross the lesion. The lesion 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with a 3mm balloon (unknown manufacturer). The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
Product analysis found proximal stent damage and kink on the hypotube. The returned product was inspected along the entire length both visual and tactilely. Damage was observed on the proximal end of the stent as well as the shaft. Microscopic examination of the damaged region of the stent found that 4 strut pairs were bent out of plane. The kink on the hypotube was located 19cm distal of the hub. Microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. It was not possible to determine how or when the stent damage occurred. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed the reported event.